Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 157 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing furter reported.

Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.